Event description:
It was reported that approximately one month post vena cava filter deployment, during a scheduled filter retrieval procedure, the filter was identified to be tilted with multiple limbs extending beyond the caval wall with one limb extending into the small bowel mesentery. The filter was unable to be retrieved. Approximately three months post filter deployment, the filter was successfully retrieved with difficulty. The current status of the patient was not provided. New information it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts perforated into organs . The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical record was provided and reviewed. Approximately two months post filter deployment, CT revealed ivc filter was tilted laterally with the head likely tenting the right aspect of the inferior vena cava and the filter was positioned to the right of l3-l4. An ivc filter angled sideways within the ivc with multiple filter legs extending beyond the caval lumen, one extending adjacent to small bowel and a few in close proximity to the aorta and right common iliac artery. Subsequently on the same day an ivc filter unsuccessful retrieval attempt were made to move the tilted filter by gentle manipulation. Approximately two months later, CT revealed 90-degree rotation of the ivc filter with a number of legs malpositioned such that several legs were anterior and posterior to the infrarenal aorta, as well as possible involvement of the small bowel. A complicated successful removal of ivc filter head from the ivc was done and the filter was retrieved successfully. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and sheath but were unsuccessful due to filter tilt and perforation. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. - only use the recovery cone® removal system to remove the g2 filter. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - perforation or other acute or chronic damage of the ivc wall. - filter tilt - filter malposition. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately one month post vena cava filter deployment, during a scheduled filter retrieval procedure, the filter was identified to be tilted with multiple limbs extending beyond the caval wall with one limb extending into the small bowel mesentery. The filter was unable to be retrieved. Approximately three months post filter deployment, the filter was successfully retrieved with difficulty. The current status of the patient was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that tilt with filter embedded in wall of the ivc and perforation of filter strut(s) into organs. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The patient had a spinal fusion and reportedly experienced pain in left leg; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2011).

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for a tilted filter, perforation of the ivc wall, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/possible complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - only use the recovery cone® removal system to remove the g2 filter. - perforation or other acute or chronic damage of the ivc wall. - filter tilt - filter malposition procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one month post vena cava filter deployment, during a scheduled filter retrieval procedure, the filter was identified to be tilted with multiple limbs extending beyond the caval wall with one limb extending into the small bowel mesentery. The filter was unable to be retrieved. Approximately three months post filter deployment, the filter was successfully retrieved with difficulty. The current status of the patient was not provided.